Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006: the patient was pre-operatively diagnosed with left l4-l5 and left l5-s1 foramen stenosis. L4-l5 and l5-s1 disc degeneration and underwent the following procedures: l4-l5 laminectomy, medial facetectomies, foraminotomies, and l4-l5 and l5-s1 total discectomies. L4-l5 and l5-s1 posterior lumbar interbody fusions (plif) using interbody cages times 2 at each level, morcellated local autograft, bone morphogenic protein (bmp). Bilateral l4, l5, s1 pedicle screw fusion using local autograft. As per op-notes, ¿two bmp sponges were placed anteriorly in the disc spaces at l4-l5 and l5-s1. Two 13 mm peek plif cages, each load with a bmp sponge, at l5-s1. At l4-l5, these were 11 mm in height and these peek plif cages, each load with a bmp sponge.¿ the patient was taken to the recovery room in a stable condition. Patient alleges unspecified injury due to the use of rhbmp-2.